Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14d056 was manufactured on april 25, 2014 to april 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was involved in an underinfusion incident. The reporter stated that the device was filled with 3200 mg of fluorouracil and was expected to deliver its contents over 48 hours; however, after 57 hours, the infusion still had not completed. The device was then removed from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.